Event description:
Information was received from user facility via manufacturer representative regarding an event happened during prior to use of reported product. It was reported that, the flex arm does not work/operate. There were no patient involved during this event. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # 9560524 ; lot # my13j001r during the inspection at the time of acceptance, it was observed that the handle screw was broken and that the broken screw was trapped in the block and the cable could not be removed. Also, it was confirmed that the joint was worn and the bearing was deteriorating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.